Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the nurse opened another instrument to continue the procedure. The sterilization team never received the instrument.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The technical support engineer (tse) explained that the e-stop button had to be pressed and then the sureform 45 can be closed and removed. Operating room (or) staff replaced the sureform 45 and the surgery was resumed. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. While a definitive root-cause cannot be established since the reported complaint was not replicated during in-house testing, a potential root cause for this failure, can be attributed to an improperly seated instrument during the installation process causing the system to not fully detect the tool, a failure in the detection pin from the universal surgical manipulator (usm)3 causing error 282 to be triggered or an accidental lever press on the instrument causing the mechanical stability to be lost.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the sureform 45 stapler was difficult to remove from the cannula. The technical service engineer (tse) explained to the customer to press the emergency stop button to close and remove the instrument from the cannula. The customer was completing the procedure as planned and used a different da vinci instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument had no issues upon initial insertion into the patient. However, the instrument locked itself in open position without input from the surgeon. The customer found that it was impossible to remove manually. The port sizes were increased in order to remove the trocar with the instrument. There was no injury to the patient.